Event description:
It was reported that the unit experienced a defib test fail during operational check. The event occurred during clinical use, but there was reportedly no patient harm. Operational checks are intended to occur outside of use on a patient.